Event description:
"Individual had a screw and plate system into her foot for treatment and stabilization of a lis franc fracture. The heads of three of the system's screws sheared off after installation. The screw sizes are as follows: 3.0 or 3.5 in size." Additional information was requested. On (B)(4) 2013 additional information was received by integra which noted specific devices and their lot numbers and included the following information: 'patient sustained a lis franc fracture in her left foot which was operated upon in (B)(6) 2010. Implantation location was in the patient's left foot. On (B)(6) 2012 patient had the hardware removed from her left foot. She is experiencing a poor result requiring ongoing treatment.'

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.